Event description:
It was reported to tyco/kendall healthcare in 2006 that a customer had a problem with the yankauer suction catheter. The customer alleges "the tip on the yankauer suction handle is coming off during surgery. It has fallen into the pt's chest cavity, but was recovered."

Manufacturer narrative:
An investigation was made regarding your complaint. The product was released accomplishing all quality standards based on statistical sampling. The defective condition was not confirmed as no samples were received for evaluation. However to address this complaint with tip detachment a corrective and preventative action at the manufacturing facility was initiated on 12/05/2005. After a root cause analysis was performed, corrections were implemented to include: 10% process pull testing of tip, modifications to timer sockets, specific preventative maintenance activities on the solvent dispenser and operator training. Based on the findings of this investigation and the actions implemented, this type of issue should be prevented. Manufacturing and qa personnel have been notified about the incident. If samples are received an investigation will be re-opened.